Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. The customer experienced nausea, heartburn and diarrhea. The customer was unable to troubleshoot at the time of the call. Advised the customer to call back at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time we, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02520.